Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had black gunk in the battery compartment and a warped battery cap. The patient's blood glucose at the time of incident was 334 mg/dl. Troubleshooting for the battery cap was declined; however, troubleshooting occurred for a no delivery alarm and the customer was able to successfully prime the insulin pump. The customer was advised to revert to a medically prescribed back-up plan due to the battery issues. The insulin pump will be returned for analysis.